Event description:
It was reported that balloon rupture occurred. A 8.0 x80, 75cm gladiator balloon catheter was selected to treat thrombus in the tight venous anastomosis of the arm. The balloon ruptured during the procedure. The number of inflations and to what atms is unknown. When the physician tried to remove the device, "a lot of" resistance was encountered and the balloon was unable to be removed. The patient went to surgery and the balloon was able to be removed via cutdown. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).